Manufacturer narrative:
The alleged complaint was not reported to gehc at the time of occurrence. No checkout of the equipment was performed by gehc. Customer contact reported there is no patient information. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and completed the case. There was no reported patient injury.